Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with noise able to be reproduced with provocative maneuvers. Rhythmcare recommended electrode replacement. The device then therapy was programmed off until further intervention can be completed. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.